Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the pressure level of the patient¿s shunt had spontaneously changed twice.